Manufacturer narrative:
On 12/28/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 01/14/2016 software investigation completed. Findings are that navigation was abandoned due to anatomical movement during a scoliosis correction fusion surgery (t2-l4). The frame to patient relationship changed which may have invalidated the registration. Software is functioning as designed. This was not a software anomaly. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that navigation was abandoned due to anatomical movement during a scoliosis correction fusion surgery (t2-l4). The 3d spin and navigation were accurate directly after the images were taken. When the surgeon applied pressure to the vertebra, the anatomy shifted. The surgeon abandoned navigation and the imaging system and opted to complete the procedure using a c-arm. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier now provided. Device manufacturing date now provided. Instructions for use which accompany this device state: "warning: navigational accuracy can degrade on vertebral levels that are not rigidly connected to the reference frame." And "warning: [...] If the reference frame moves in relation to the patient anatomy at any time after registration, you must reregister."